Event description:
It was reported that the graftmaster 2.8 x 16 mm was to be used to treat a perforation that occurred during ballooning. It was advanced to the lesion and inflated but the stent would not expand. After the several attempts were made, the device was changed to a non-abbott balloon catheter. The perforation was successfully treated with a long balloon inflation. There was no report of a clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.